Event description:
"This lead became dislodged multiple times since implant in this very large-chested patient likely due to the superficial pocket location. The lead is now being removed and replaced with a st jude medical 7120,".